Event description:
On 12/1/93, the medical ctr received 15 tabletop steam sterilizers. During initial inspection and testing of the sterilizers rptr read the operators manual recommending a dedicated circuit capable of sustaining a 1920 watt load. It also states that this sterilizer operates at 16 amps nominal. This is a problem since the units are mfg with a 15 amp plug. Actual testing of the sterilizers with a clamp-on amprobe and a true rms meter determined the units were actually drawing 17.0 amps. The specs label on the unit states the current draw is 12.5 amps. Also, the heater resistence values in svc manual do not agree with the values rptr measured. On 12/22/93, co rep from research and development at co called. He stated that the heaters were pulsed and that is why they can exceed the rating of the plug. He also, faxed rptr a copy of report that approved the sterilizer for MFR. Reviewing the etl report rptr noticed the unit approved for MFR had a 1360 watt heater with a 12.5 amp current draw. For the rest of december and the first few weeks of january rptr tried to work with the MFR to obtain a satisfactory answer. The MFR still doesn't feel a problem exists. Add'l serial numbers ad-10317, ad-10318, ad-10319, ad-10320, ad-10321, ad-10322, ad-10324, ad-10325, ad-10326.